Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the first follow-up report, further evaluation was performed. Functional testing was performed and no failures were detected. A drop test was performed and the test passed. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.